Event description:
The hospital reported that during preparation for multiple coronary artery bypass graft surgeries, five heartstring seals cracked while loading the seals into the delivery tube. The surgeons used a replacement heartstring seal to complete the procedures. No patient complications were reported by the hospital.